Event description:
Materials management brought to my attention a 3-ml syringe which has an oily feel to the body of syringe. When brought to risk management, manager requested him to have this reported. Manufacturer response for syringe, piston, bd luer-lok (per site reporter). Need to follow-up with materials management manager.

Event description:
Materials management brought to my attention a 3-ml syringe which has an oily feel to the body of syringe. When brought to risk management, manager requested him to have this reported. Manufacturer response for syringe, piston, bd luer-lok (per site reporter). Need to follow-up with materials management manager.